Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the atrial lead was over-sensing noise triggering inappropriate mode switches. The patient presented for a lead revision procedure on (B)(6) 2020 where the atrial lead was capped and replaced. Patient symptoms were unknown. The patient was discharged with no issues.